Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "battery contact stuck inwards," which was observed during physical inspection and considered confirmed. The depressed battery pins did not allow for dc operation. The rear case was replaced.

Event description:
It was reported that a spectrum pump had battery contact stuck inwards. Any patient involvement, injury or medical intervention is unknown.